Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the consumer of a clinical study reported that the spinal cord stimulator (scs) system was removed because she had reason to believe it was defective because it came apart and one of the wires was up under the skull and apparently it had come pretty much apart and they had trouble getting it out. The patient had the system removed on (B)(6) 2015. The patient reported that the scs was implanted in her spine, but it was possible that it was implanted too high, too close to the brain stem causing the patient severe nausea and vomiting.

Event description:
Additional information received reported that the clinical diagnosis was not applicable. Diagnostic type was examination on (B)(6) 2015. The event was procedure related.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the date of the diagnostic test was (B)(6) 2014 not (B)(6) 2015.

Event description:
It was reported that there was a generator failure and causing with failed laminectomy syndrome and chronic pain syndrome. The neurostimulator was unable to recharge which had resulted in an unscheduled clinic or office visit. No more actions were required and the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported there was no charge on the stimulator due to positioning. The physician recommended placement of the stimulator more inferiorly in the left lower posterior lumbar region. The device pocket was modified successfully and the patient was allowed to recharge. None of the components were changed. The relatedness for the procedure was change from related to not related.